Manufacturer narrative:
(B)(4). Conclusion: retained samples were retrieved for evaluation. The retained samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs and no defects were observed. The retained samples were functionally tested for sterility and found to meet the specification.

Manufacturer narrative:
(B)(4) date sent to the FDA: 08/28/2015. (B)(4) conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent lower segment caesarean-section on an unknown date and suture was used for subcuticular skin closure. Following the procedure, the patient experienced infection and pus formation along the suture line. Additional information has been requested.